Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent dislodgement occurred. The lesion being treated was located in the left anterior descending (lad) artery. This 2.75x32mm liberte bare metal stent was being prepped for use. When the device was removed from the dispenser hoop, the stent dislodged from the stent delivery system. This occurred outside the patient prior to contact. The procedure was completed with another 2.75x32mm liberte bare metal stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the stent detached from the delivery system and stored in a plastic vial. An examination of the delivery balloon found a clear impression of where the stent had been crimped and did not appear to have been subjected to any positive pressure. An examination of the stent found that the stent did not appear to have been deployed. The stent was severely stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent dislodgement occurred. The lesion being treated was located in the left anterior descending (lad) artery. This 2.75x32mm liberte bare metal stent was being prepped for use. When the device was removed from the dispenser hoop, the stent dislodged from the stent delivery system. This occurred outside the patient prior to contact. The procedure was completed with another 2.75x32mm liberte bare metal stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).